Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the display was missing pixel segments. It was also noted that two side bail covers were contaminated, the battery contacts were compressed, and the ring was bent. (B)(4).

Event description:
It was reported that the external pulse generator had missing pixels in the bottom half of its display. The generator was returned for service. No patient complications have been reported as a result of this event.